Manufacturer narrative:
The device was not returned to resmed for evaluation. Resmed has attempted to make contact with the customer to issue a return of the device for further evaluation, however, no contact has been made. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a power supply issue. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An extensive engineering investigation was performed on the available evidence. Based on previous investigations of similar complaints and all available evidence, the investigation determined that the reported event was most likely due to an isolated component failure within the power supply unit. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).